Event description:
The reporter stated the surgeon was inserting an aa4204vl silicone single piece lens and the lens tore. There was patient contact, but the lens was not inserted. There was no patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found a piece of the lens optic an one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.